Event description:
The customer reported via phone call that the insulin pump alarmed button error after multiple battery changes. She was trying to bolus but the numbers kept scrolling up. The up arrow button kept scrolling. Customer's blood glucose level was 166 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response and button error alarm during testing due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and missing display window.